Event description:
The or table's hand control would not allow the table position to be altered during the surgical procedure. The table remained locked, however all options (i.e. Raising the table) were not working when the buttons were pressed on the hand control. The biomedical department was called and was unable to fix the problem. The hand control was switched out, which did not fix the problem. Subsequently, the circulator had to manually adjust the position of the or table throughout the entire case. A similar incident occurred recently in the past as well. Evaluation of the event revealed that the problem was caused by imperfections in the floor surface. When the table is positioned in the improper location on the floor, the brakes will not lock and thus not allow the controls to properly operate the table's position.